Event description:
It was reported that the patient presented in-clinic for a routine check-up. It was observed that the right-atrial (ra) lead and the left-ventricular (lv) lead exhibited high capture thresholds. As a resolution both leads were explanted and replaced on (B)(6) 2024. The patient was recovering.